Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient who experienced an explanted intraocular (iol) due to blurry vision which improved significantly with astigmatism correction. Intra-aberrometry indicated no need for a toric iol during initial surgery.

Manufacturer narrative:
Based on the information obtained for this investigation, the customer's reported event was unable to be confirmed and the root cause is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).